Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) back cover was bent and the pressure tubing was broken. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) back cover was bent and the pressure tubing was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) that encountered the issue replaced the pressure tube and console cover to fix the issue, and completed the preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(4).

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) back cover was bent and the pressure tubing was broken. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) back cover was bent and the pressure tubing was broken. There was no patient involvement, and no adverse event reported.